Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block. It was also noted that right ventricular (rv) lead exhibited non capture and high impedance. Fluoroscopy revealed calcification on the lead tip. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.